Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed visual inspection. The sensor cannula was retracted inside the sensor base and the broken cannula part was missing. Analysis was unable to confirm the customer received the sensor in said condition due to the sensor being returned opened and used.

Event description:
The customer called in to report that they received a lost sensor alert and after removing the sensor, the cannula could not be found. The customer's blood glucose level was 8.6 mmol/l. The customer performed the blue plug test and it passed. No further details were provided.